Event description:
Resident grabbed siderail as cna went to turn her. Bleeding noted on left hand. Laceration noted (cresent shaped) from left thumb to fore finger. Resident transported to ER. 8 staples placed; bulky dressing, tetanus toxoid. Upon inspection, rough area noted on siderail. Area smoothed by maintenance.